Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, when the reporter was attempting an ezprime, all the boxes on the rewind/prime screen were not filled in as completed. No related alarms were found in the history. During the call, the reporter stated that the status boxes were now all filled in as completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any activities out of normal use. Using the returned caps, the pump powered up and functioned properly. Audio and normal bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. At the end of the 24-hour basal exercise, the rewind/load/prime screen was examined and all the step¿s boxes were checked as required.